Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a threshold suspend alarm and when the insulin pump says low, it shuts off. The customer stated that the sensor won't calibrate and does not register. The customer was shopping and had a sensor glucose reading was 42 and a blood glucose reading was 78 mg/dl. The customer also had a sensor glucose reading of 50 and a blood glucose level of 90 mg/dl. The customer reported that the issue has been happening 4 or 5 times a week and the issue also happens at night. Customer declined troubleshooting for sensor glucose vs. Blood glucose issues. The sensors will not be returned for analysis.